Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece overheated and got stuck even after lubricating. The surgery delay was 2 hours. The surgery was completed with another device. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Several attempts were made in effort to retrieve the universal modular electric/battery single trigger handpiece, serial number (B)(4), without success. The device was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. Device history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. Additional information was received: a backup device was used to complete the surgery and the reason of the delay was the time needed to prepare it. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece overheated and got stuck even after lubricating. The surgery delay was 2 hours. The surgery was completed with another device. There was no additional harm or injury to patient/operator reported. New information received on may 1st 2017: the customer cleaned the modular electric/battery single trigger handpiece serial number (B)(4) and the oscillating saw attachment serial number (B)(4) with reverse osmosis water and betadine scrub.

Manufacturer narrative:
Several attempts were made in effort to retrieve the universal modular electric/battery single trigger handpiece, serial number (B)(4), without success. The device was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. Device history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.